Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. Concomitant medical products: product ID: bi71000126, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the x-ray batteries charge indicator goes to zero after 10 seconds of removing the umbilical cable. It was noted the system was charged for more than 24 hours. The site was able to take 4 2d images and 2 3d hd images. There was no reported impact to patient outcome and no reported delay to procedure. It was noted that the probable cause of the event was due to the staff not charging the mobile view station (mvs).